Event description:
Customer reported experiencing leakage when using the pump set. The co laboratory eval found the leakage to be located at the inlet vlve. No pt injury was reported. No further info is available.